Manufacturer narrative:
The device is pending evaluation into root cause upon return from the customer.

Event description:
It was reported by the sales rep that placement of the proplege was "under tee without flouro, heparin given according to IFU placed at 37 depth on catheter. It was observed by anesthesia that it was a little resistant to flush thru the end of the catheter after placement. Confirmed placement in bicaval view when attempting to deliver cardioplegia - no blood was noted in the surgical field. Cs pressure response was 80 without any volume in the balloon. This was with a trickle of 15 and line pressure of 500. Catheter was pulled back to 34 depth without resolution." The physician decided to proceed with antegrade only since patient had only trace aortic insufficiency. No prolonged operating room time and no adverse patient outcomes. No lot number known.

Manufacturer narrative:
Product available for evaluation. Below are findings. It was reported by the sales rep that placement of the proplege was "under tee without flouro heparin given according to IFU placed at 37 depth on catheter. It was observed by anesthesia that it was a little resistant to flush thru the end of the catheter after placement. Confirmed placement in bicaval view. When attempting to deliver cardioplegia-no blood was noted in the surgical field. Cs pressure response was 80 without any volume in the balloon. This was with a trickle of 15 and line pressure of 500. Catheter was pulled back to 34 depth without resolution." The physician decided to proceed w antegrade only since patient had only trace aortic insufficiency. No prolonged or time and no adverse patient outcomes. No lot number known. Evaluation the returned sample failed the flow test of the cardioplegia and pressure lumens but the root cause of the alleged inaccurate pressure could not be determined. It is possible that the shaft of the device kinked/bent during insertion and resulted in a partially occluded pressure lumen and a false pressure reading due to customer handling or technique. The trend for this complaint type is in control. There will be no pra or CAPA initiated at this time. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.